Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The image processor board was remounted. The lead in the camera was remounted. The lense was cleaned and the dose was adjusted. The system was tested and operates as intended.